Manufacturer narrative:
Per the user guide: do not use any other insulin with your pump other than u-100 humalog® or novolog®. Only humalog ® and novolog® have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated bg (300 mg/dl) and insulin injections were administered to address bg. Customer alleged pump was not delivering insulin properly. Customer thought pump may have possibly been exposed to moisture or dropped. Pump system check was performed with tandem technical support (cts) and no device issues were identified. Reportedly, admelog was used in the cartridge. Cts informed customer that admelog was not labeled for use with the pump.